Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported approximately four months post-operative the patient reported pain. The doctor identified the locking screws in the plate were loosed. The screws were removed and replaced. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: I can confirm loosening and back-out of 3 screws. Reportedly there were no surgical delays. This report is for the plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the plate, part and lot number unknown. It was not reported if the plate was removed, the complaint only stated the screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.